Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod longer than 48 hours. Treatment information was not provided. The device was originally reported for insulin leaking while wearing the pod.

Manufacturer narrative:
Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. The external portion of the soft cannula was observed to be bent and kinked. Fluid was able to flow through the complete fluid path. The timing and cause of the observed cannula damage could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.1. Cloud - smartphone hardware: iphone17.1. Cloud - cgm sensor type: g6.